Event description:
It was reported experiencing cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to perform a pump reset, after which the issue with the cgm error code was resolved, and the sensor session was successfully started.